Event description:
Per reporter, "during a routine follow-up, the rv and svc continuity test result was reported as open. The rv pacing impedance was >3000 ohms, the rv pacing threshold was 0.5v/0.5ms. The r threshold was at 16.8mv and atp appeared to be effective in the stored file. A resent followed by re-initialization was preformed in 2008, but did not change the discrepancies noted. Therefore, a re-intervention was performed the next day. A tug test was preformed on all connection; all connections were found tight. This lead was then removed from the ela ICD and tested with a osa which showed essentially the same results as when it was connected to the ICD. Therefore, the lead was capped and a new biotronik sl-s was implanted."

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.